Manufacturer narrative:
.

Event description:
It was reported when the patient presented in clinic for a routine follow-up, interrogation revealed non-sustained ventricular oversensing. Reprogramming change was recommended. No further information is available.